Event description:
Sorin group (B)(4) received a report that, during set up, the double head pump would rotate slightly and then stop. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. This incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that during setup, the double head pump would rotate slightly and then stop. There was no pt involvement. A sorin group field service representative was dispatched to the facility to investigate. Evaluation of the pump at the facility was unable to reproduce the problem. The pump was returned to sorin group (B)(4) for further evaluation. A follow up report will be sent with the results of their investigation.